Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Dr. (B)(6) called on (B)(6) regarding a broken neck and wanted extraction instrumentation to remove the remnant. The revision was done successfully.